Event description:
The user found that the angle of the device had a malfunction. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the angle of the device was locked. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -the universal code and video code were damaged. -there was a chip in the rubber adhesive part. -the light guide bundle was broken. -the operation part was damaged. -there was damage to the boot of the device. -light intensity of the illumination lens was insufficient. -an air leak occurred at the distal end. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. Moisture has entered the inside of the operation unit due to poor water tightness. And corrosion or rust occurred at internal parts and caused the angle malfunction. If significant additional information is received, this report will be supplemented.